Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a user facility registered nurse (rn) that a fluid leak was discovered on the inside of the cassette door of their cycler after ending a patient¿s peritoneal dialysis (pd) treatment. The rn reported receiving a make sure heater bag (hb) is on heater tray (ht) alarm and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is a hole in the cassette. The rn was advised to discontinue the use of their cycler and a new cycler was issued. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. The cycler set was not returned to the manufacturer for a physical evaluation. The return of the old cycler to the manufacturer for physical evaluation was scheduled